Event description:
Report received from france stating "impossible to insert in the incision. No pt impact." Add'l info has been requested.

Manufacturer narrative:
The surveillance and lot history records could not be reviewed because the lot number provided by the customer is invalid. A record review will be conducted if a valid lot number is provided.